Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: chemotherapy leaking at site above the spiros closed system transfer device. The reports did not indicate that the tubing was saved. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage, resulting in a leak at this connection. Current process controls detection include: 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.